Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of main drawer 6 is not opening and failed to recover was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported issue involved the system restarting the main application when drawer 6 was closed forcefully. Inspection revealed a cut in the drawer 6 pyxibus cable, which was replaced. Fse found a rail beginning to fail in drawer 6 and replaced it. Following the repair, drawer 6 was tested using the final sequence in the hardware test application, and all tests were completed successfully. During dchu visual inspection p/n 120547-01: part received was found with the black marks and copper strands exposed. During dchu testing p/n 120547-01: dchu further testing was not required due to the visible thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the main drawer 6 is not opening and failed to recover complaint was attributed to thermal damage and exposed copper strands along the cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and unable to recover. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the exposed copper strands along the cable. There were no delay, no adverse events or injuries reported based on this event.